Manufacturer narrative:
Device evaluation: the carefusion failure analysis lab evaluated the unit and was able to duplicate the reported incident and isolate it to a faulty resistor on the main printed circuit board. This is considered a known issue and is being addressed through an internal corrective action.

Manufacturer narrative:
(B)(4). The customer stated that the device is available for evaluation however carefusion has yet to receive it. In the event that additional information becomes available or the device is received and evaluated the information will be provided in a follow-up report. (B)(4).

Event description:
The customer stated: the unit is alarming "vent inop", "motor fault", "low pip", "low ve" and high rate" and the turbine differential transducer failed the 0 cmh2 calibration. - no patient involvement."